Event description:
General report received of an unspecified number of undocumented incidents of tubing sets split; subsequently, leaks were noted. On unspecified dates, the customer contact reported that the extensions tubing sets were either connected to primary tubing sets and were being used to deliver unspecified medications or were being used as saline locks for intermittent deliveries of unspecified medications. After unspecified lengths of time, the customer contact reported that when the slide clamps were used to clamp the tubing sets, the tubing sets split at unspecified locations. It was reported that unspecified volumes of solutions leaked from the splits of the tubing sets. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.